Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open, and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed when attempted to recovering pocket 2.15. A field service engineer (fse) replaced the mini engine, but issue persisted. Then fse replaced the controller board for the affected drawer and manually configured the new controller board in hardware test application (hta) and rebooted the station. Verified drawer 2 and all associated mini drawers are operating successfully. The system functioned as intended after the field service engineer repaired the device.